Event description:
It was reported that during the middle cerebral artery (mca) thrombectomy procedure, the physician intended to use a subject catheter for thrombus aspiration. Physician reported that initially, the thrombus was aspirated smoothly, but towards the end of the procedure, a decrease in aspiration force and difficulty in thrombus removal occurred. Upon inspection, the physician found that the proximal end of the shaft at the hub connection of the subject catheter had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the middle cerebral artery (mca) thrombectomy procedure, the physician intended to use a subject catheter for thrombus aspiration. Physician reported that initially, the thrombus was aspirated smoothly, but towards the end of the procedure, a decrease in aspiration force and difficulty in thrombus removal occurred. Upon inspection, the physician found that the proximal end of the shaft at the hub connection of the subject catheter had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A1 patient identifier: updated. A2age at time of event: updated. A2age units (patient): updated. A3a- patient sex gender: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was kinked. The subject catheter shaft was seen to be fractured roughly 1cm from the strain relief. The subject catheter tip was seen to be crushed. Functional inspection was not performed as the defect was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "during a middle cerebral artery (mca) thrombectomy procedure, the physician intended to use subject catheter for thrombus aspiration. After preoperatively confirming the subject catheter was intact and thoroughly flushing it, the physician commenced aspiration to use the catheter. Initially, the thrombus was aspirated smoothly, but towards the end of the procedure, a decrease in aspiration force and difficulty in thrombus removal occurred. Upon inspection, the physician found that the proximal end of the shaft at the hub connection of the subject catheter had fractured. Subsequently, the physician replaced it with a new product of the same catalog and completed the procedure.". Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patients anatomy was moderately tortuous. The catheter shaft was kinked. The catheter shaft was seen to be fractured roughly 1cm from the strain relief. The catheter tip was seen to be crushed. Based on review of all available information and the analysis of the returned device, it is likely that the event was caused by procedural factors during the procedure. The observed damage to the subject catheter tip suggests there may have been issues with aspiration. The reported/ analysed defect 'catheter shaft broken/fractured during use' as well as the analysed defect 'catheter shaft kinked/bent', and 'catheter tip flat/crushed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.